Event description:
Respiratory therapist reported that the silicon connector shaft and holder disconnects when positioning the pt. This is the second time this occurred with this product. Staff are unable to reconnect. There was no adverse outcome to the pt. The MFR rep came to review and inservice resp staff.